Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported; on (B)(6) 2017 the patient was presented with maroon colored stools and admitted at the hospital due to acute blood loss anemia secondary to acute gastrointestinal bleed. Hemoglobin was observed low. The patient received transfusion and fresh frozen plasma. The patient underwent upper endoscopy (egd) which revealed no further bleeding and also hemoglobin was increased. Reportedly, the issue resolved and the patient was discharged on (B)(6) 2017. It was noted the patient is a clinical study patient and the issue is not related to the device but possibly to the procedure.